Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the pitch up cable was broken at the distal clevis hub. In addition, the cable segment that contains the crimp was also observed to be missing. The clevis did not exhibit any damage or wear marks. The other cables at instrument's wrist were not found to be damaged. Engineering evaluation also found tube damage on the instrument. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were .075 - .215 in length and not aligned with the tube axis. Engineering evaluation concluded that the scratches were likely caused by mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a MDR reportable event; however the reported broken cable and main tube scratch issues if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the surgical staff noticed that the fenestrated bipolar forceps instrument stopped working and that the wire at the wrist of the instrument fractured, causing a piece of the fractured wire to fall into the patient's pelvis. The broken fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
On (B)(4)2013, the initial reporter contacted isi and provided the following additional information regarding the reported event: the instrument was inspected prior to use and no problems were noted. She could not recall if any external collisions occurred during the procedure with the instrument. She also did not know if the instrument was removed at any time during the procedure. The initial reporter mentioned that the time of the procedure was extended since a fragment had to be retrieved. However, she could not recall how much longer the procedure lasted. The initial reporter denied that any x-rays or other imaging was taken as a result of the reported issue. According to the initial reporter, the patient recovered uneventfully.